Event description:
The patient expired. The patient had pancreatic cancer. He was last seen in the clinic in 2008. The cause of death was unrelated to the implanted system. The pump used to deliver hydromorphone, bupivacaine, and clonidine.